Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician was able to verify the customer's reported issue. Visual inspection of power flex revealed component jp4 was damaged. Pin 2 of jp4 was burned. The service technician replaced power flex and reported issue was resolved. The unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel will not charge on ac power. No further information was provided by the customer regarding patient involvement.